Event description:
It was reported via repair work order that the side rails would not latch up due to missing compression springs and torx screws. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.